Event description:
The manufacturer received information alleging a ventilator would not power on and was alarming. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. A "ventilator inoperative" code was observed in the ventilator's downloaded error log. Water ingress was observed. The device's system board was replaced to address the issue.